Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio observed external damage to the device; however, the device was able to power on, charge and shock when prompted. Physio opened the device to perform an internal inspection where it was observed that the user interface (ui) to stack flex cable was not seated properly and was loose on the pcb. As a precaution, physio replaced the ui to stack flex cable assembly. Due to the observed external damage, physio also replaced the entire device case assembly, ensuring that all internal connections were properly seated and secure. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would freeze upon boot-up.  As a result, defibrillation would not have been possible if it were necessary. There was no patient use associated with the reported event.